Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient told them the implant battery level was depleting faster than normal. It was noted that the patient¿s usage was normal and he wasn¿t adjusting stimulation levels frequently. An impedance check did not show a short circuit. Troubleshooting reviewed to have the patient recharge daily at the same time to see if the start level was similar. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they looked at different reports such as position trend and battery report to determine if the quicker depletion was due to being in a certain position longer during the day. There was no noticeable correlation so the patient was asked to keep a diary. The cause of the battery depleting faster was not determined and had not been resolved. It was unknown if it did actually deplete faster.